Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the segment was crushed. Based on the result, we concluded that it was caused due to the excessive force applied on the segment. In addition, we confirmed that the remote button perforated and the lg cable dented; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
(B)(4). The custiomer owned endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer. Model vnl11-j10, serial number (B)(4)has been routinely serviced at a pentax facility since the device was put into service on 09-feb-2022, a device history record(DHR) review for model vnl11-j10, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on 28-nov-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 28-nov-2018. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the (B)(6). The customer reported low water (cannot clear lens) involving pentax medical video naso pharyngo laryngoscope, model vnl11-j10, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.